Event description:
It was reported that removal difficulty occurred. A 4.00 x 38 mm synergy shield stent was advanced for lesion treatment; however, resistance was encountered during retraction through the catheter. The stent had not been deployed, as it did not reach the target lesion site. During retraction, the stent reportedly became deformed. The device was removed, and the procedure was completed using a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device status and additional details regarding the reported event, but further information was unable to be obtained.